Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the axsym troponin-I adv reagent kit stopper detached from the flipper bar and the stopper was left in the bottle which generated error code 5013 (motor step loss, probe up/down, sampling center). There was no impact to patient management reported.